Manufacturer narrative:
(B)(4). Additional information: the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. The device has been discarded.

Event description:
Please see the user facility medwatch form (B)(4).